Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2023. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that thirteen xc200 cartridges were received sterile with no apparent damage. The packages were opened and in an attempt to replicate the reported incident, the clips were tested for functionality with a test device six clips per sample. Upon functional testing of the reload, the instrument loaded, retained, and deployed clips as intended over the suture. The clips were fully functional and conforming. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample revealed that the xc200 cartridge was received opened with 4 clips loaded and with no apparent damage. In an attempt to replicate the reported incident, the clips were tested for functionality with a test device. Upon functional testing of the reload, the instrument loaded, retained, and deployed clips as intended over the suture. The clips were fully functional and conforming. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 10/30/2023. Additional information was requested, the following was obtained: 1. Please clarify if extra devices (product code: xc200; lot #: tc2aep; 3 opened samples and 13 sterile samples) belong to this complaint? Yes. 2. If not, please clarify if the extra received products belong to a different complaint? If so, please provide the complaint number. 3. If the device were not reported before, please provide more details of device malfunction. 4. If the products don't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. Please confirm the exact quantity and lot # of clips that wouldn¿t ¿lock¿ on suture: what has been returned is what should be replaced. The surgeons and staff shouldn¿t have to use all 4 of their clip appliers and try every clip in every box during what is a critical step during a partial nephrectomy where controlling bleeding is essential. This account has been using lapra-ty for years. I was present during this particular case and was observing the issues live. When they found a cartridge of clips that worked, every clip worked just the way they should. 1. What suture type was used? Coated vicryl. 2. What suture size was used? 2-0. 3. When the event occurred, was the suture placed near the hinge of the clip? The suture was placed just like it has been placed by techs who¿ve been using lapra-ty for years. 4. Were you able to lock the clip closed on the suture? No if yes after it closed, was the clip holding securely fixed on the suture? 5. Was the applier checked for damage (jaws straight and aligned)? Yes. 6. What was the surgical procedure involved? Yes. 7. Was this a robotic procedure? No. 8. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-07034, 2210968-2023-07035, 2210968-2023-08346, 2210968-2023-08347, 2210968-2023-08348 product complaint # (B)(4). Date sent to FDA: 10/30/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a partial nephrectomy procedure on (B)(6) 2023 and absorbable clips were used. During use clip would not close. Just wouldn¿t ¿lock¿ on suture. The procedure was completed successfully with another lot, no patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not yet evaluated. Additional information provided: other, describe partial nephrectomy, was surgery delayed due to the reported event? No, action taken when event occurred? Eventually found clips that worked without issue, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study no, additional information has been requested however and received: - please provide the applier lot number? Adding lot#sm2apb. Used 3 eaches and abandoned this lot. Found lots that worked with absolutely no issues. Some clips would work while others just wouldn¿t ¿lock¿ on suture. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - please confirm if there is an issue with the applier? * please explain how the clips were loading into the applier ? * please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading? * was the applier checked for damage (jaws straight and aligned)? Please clarify if the extra received products belong to a different complaint? If so, please provide the complaint number. If the device were not reported before, please provide more details of device malfunction. If the products don't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Please confirm the exact quantity and lot # of clips that wouldn¿t ¿lock¿ on suture: complaint event clarification: 1. What suture type was used? 2. What suture size was used? 3. When the event occurred, was the suture placed near the hinge of the clip? 4. Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? 5. Was the applier checked for damage (jaws straight and aligned)? 6. What was the surgical procedure involved? 7. Was this a robotic procedure? 8. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported via: mw# 2210968-2023-07034. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.